Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, dyspareunia and mixed urinary incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence. It was reported that the patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and prolene was implanted due to sui, urethral stenosis cystocele. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent mesh removal/revision on (B)(6) 2007. It was reported that the patient underwent a surgical procedure on (B)(6) 2013 and biologic sling(cook) was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.